Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received an error message; reacted too late and experienced elevated blood glucose level of 20 mmol/l requiring hospitalization; treatment received was not provided. Customer is currently on pen therapy. Requested return of the alleged device for evaluation.